Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the needle did not extend or deploy as intended; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. Treatment details were not provided, and no additional information is available.